Event description:
It was reported the infusion sheath ruptured and the catheter was entrapped on the wire. A 2.1mm jetstream atherectomy catheter was selected for an atherectomy procedure for use in combination with a non-bsc guidewire. The outer infusion sheath of the device ruptured and leaked saline. The catheter was also noted to be entrapped on the wire. The device was removed, and no patient complications occurred.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter with an unknown 0.014 guidewire stuck in the device. The device was visually and microscopically examined for any damage. Visual examination showed multiple buckling along the shaft. The device showed a burst infusion sheath 97cm from the tip. The cable, infusion, and aspiration lines were all cut. The distal section of the cut lines was missing, which includes the baton and waste bag. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed damage to the infusion line that would cause the device to leak.

Event description:
It was reported the infusion sheath ruptured and the catheter was entrapped on the wire. A 2.1mm jetstream atherectomy catheter was selected for an atherectomy procedure for use in combination with a non-bsc guidewire. The outer infusion sheath of the device ruptured and leaked saline. The catheter was also noted to be entrapped on the wire. The device was removed, and no patient complications occurred. Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter with an unknown 0.014wire stuck in the device. The device was visually and microscopically examined for any damage. Visual examination showed multiple buckling along the shaft. The device showed a burst infusion sheath 97cm from the tip. The cable, infusion, and aspiration lines are all cut. The distal section of the cut lines is missing which includes the baton and waste bag. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed damage to the infusion line which would cause the device to leak.